Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician placed three ruby coils in the target location using the lantern. Next, while attempting to place another ruby coil, the physician experienced resistance and was advancing the ruby coil aggressively when the coil unintentionally detached. It was reported that half of the detached ruby coil was inside the aneurysm. Therefore, the physician injected saline into the lantern to push the other half of the detached ruby coil into the aneurysm and the coil was successfully implanted. The procedure had ended at this point as the physician determined no additional coils were needed. There was no report of an adverse effect to the patient.